Event description:
It was reported that during an unknown procedure, the surgeon squeezed the handles to apply the clip when he let go, the jaws did not open. They tried ten times to get the jaws open but they would not open. The device was not stuck on tissue. A second device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Sticking jaw/cam the device was received with two malformed clips jammed in the jaws. Upon clearance of the jaws, the device was cycled and the antibackup feature was noted non-functional, causing one unformed clip. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining ten clips were conforming, however sticking issues were noted.a batch record review was performed and no anomalies were found during the manufacturing process.